Event description:
The customer reported the mx40 telemetry device has a speaker malfunction error message. Th customer was unable to confirm if the device produced audible sound. The device was not in use on a patient at the time of event, there was no adverse event reported.

Event description:
The customer reported the mx40 telemetry device has a speaker malfunction error message. The customer was unable to confirm if the device produced audible sound. The device was not in use on a patient at the time of event, there was no adverse event reported.